Event description:
Facility indicated that, the cu device was not properly circulating fluids through a scope that was being cleaned.

Manufacturer narrative:
Upon investigation, it was determined that a failed diode caused the pump responsible for circulating the fluids through the scope to fail. The failed component was replaced the device was returned to service. Since the time of this incident, all system 83-2's have been equipped with a pressure switch to monitor the out put pressure of the pump and installed a blinking green light on the control panel that will flash when the pump is pumping. This incremental design enhancement prevents this situation from occurring.